Event description:
It was reported that the patient alert tripped for an abrupt out of range high superior vena cava (svc) lead impedance. The caller asked for warranty information and stated he had reported the apparent lead fracture. Since the impedance of both the right ventricular coil and pace-sense portion of the lead were intact, the svc coil was capped off and abandoned. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.